Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that while the patient was sleeping, the infusion set came off. She attempted to replace it however she did not remove the needle cover and had to replace the infusion set. Two infusion sets were affected. At the time of the incident, her blood glucose level was 66 mg/dl. There was no damage to the infusion sets when the package was first opened. Further, they replaced the infusion set and resumed insulin successfully. No further information available.